Manufacturer narrative:
(B)(4). A companion sample was returned for evaluation. During a visual inspection there was no defect observed. The unit had a pressure test at 8 psi and the results were satisfactory. The reported condition was not confirmed and the cause of the condition was not identified. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter (b)4) port a leak that occurred at the cap end of a dual luer lock cap. The customer uses this product as an end cap for a line. The process step was during patient use; therefore, there was patient involvement, however, there was no patient injury or medical intervention. No additional information is available regarding this report.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review cannot be performed since there was no lot number provided.